Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s husband that the cardiac resynchronization therapy defibrillator (crt-d) patient experienced an "event with the device." They were unsure if the patient had received a shock. The patient was subsequently seen in clinic for a device check, where it was confirmed that the patient had received an inappropriate shock for what the device interpreted as an episode of ventricular tachycardia (vt). However, the patient was actually in a narrow complex tachycardia¿either atrioventricular nodal reentrant tachycardia (avnrt) or atrial flutter¿which was successfully terminated by the delivered therapy. The patient¿s medications were adjusted and the device was reprogrammed. The device remains in use, and no further patient complications have been reported as a result of this event.